Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. (B)(6).

Event description:
It was reported that the patient had trouble charging and experienced pain at the ipg site from placing charger puck. In addition, the patient was not receiving adequate pain relief. The patient underwent an explant procedure.